Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8320570 medical device expiration date: 2020-12-31 device manufacture date: unknown medical device lot #: 0036701 medical device expiration date: 2021-12-31 device manufacture date: 2020-02-05 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd oneflow¿ alot erroneous compensation occurred on patient samples. No report of patient impact. The following information was provided by the initial reporter: spillover of cd7 apc into cd3 apc-h7 is too low (extremely undercompensated) in all cases. Cd7 apc in the dried format in combination with the fix&perm staining protocol seems to change its overlap properties. This customer is an experienced facs user and does not accept wrong compensation. This fact makes correct data interpretation difficult for him. The results in the pdf seen on patients samples were identified for clinical use. When did the event occur? Before use/during use/after use ¿ during (measuring) and after (analyzing) did the incident involve the following? Death? Yes/no. No. Serious injury? Yes/no. No. Erroneous results? Yes/no maybe ¿ incorrect compensation can lead to misinterpretation of positivity course of treatment changed? Yes/no. No. Exposure to blood/bodily fluid? Yes/no. No. Medical intervention? Yes/no. No. Needle/probe stick? Yes/no. No. Safety issue? Yes/no. No. Other actions? Yes/no no."

Manufacturer narrative:
H6: investigation summary. Based on the review of the photo submitted by the customer in the complaint and the result of the retain sample testing conducted in house, it was determined that the apc spillover to the apc-h7 channel was confirmed. Batch history record review. Review the production batch records for material 660228-0036701 and the following in-process materials for the alot kit. 91-0996-9319811 pouch oneflow alot-s. 60-0799-9310197 rgnt oneflow alot-s. 91-1006-9322750 pouch oneflow alot-c. 60-0811-9311205 rgnt oneflow alot c . Result on the review of the historical batch records of the materials showed that all the products. Had complied to all the qc acceptance and specification criteria as designed needed to release the product. Investigation conclusion: results of the historical batch record investigation showed that the product complied and passed all qc specifications. Result of retain investigation test, confirmed the customer¿s observation on the apc spillover into the apch7 channel for this specific batch of alot kit reagent. Root cause description. All materials passed in-process and final acceptance criteria, and the process is under investigation.

Event description:
It was reported that during use with a bd oneflow¿ alot erroneous compensation occurred on patient samples. No report of patient impact. The following information was provided by the initial reporter: spillover of cd7 apc into cd3 apc-h7 is too low (extremely under compensated) in all cases. Cd7 apc in the dried format in combination with the fix&perm staining protocol seems to change its overlap properties. This customer is an experienced facs user and does not accept wrong compensation. This fact makes correct data interpretation difficult for him. The results in the pdf seen on patients samples were identified for clinical use. 1. When did the event occur? Before use/during use/after use ¿ during (measuring) and after (analyzing) did the incident involve the following? 2. Death? Yes/no no . 3. Serious injury? Yes/no no . 4. Erroneous results? Yes/no maybe ¿ incorrect compensation can lead to misinterpretation of positivity. 5. Course of treatment changed? Yes/no no. 6. Exposure to blood/bodily fluid? Yes/no no . 7. Medical intervention? Yes/no no. 8. Needle/probe stick? Yes/no no. 9. Safety issue? Yes/no no. 10. Other actions? Yes/no no¿.